Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging inflammatory response and kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging inflammatory response and kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed dust like contaminate along with hairlike fibers on the ui (user interface) panel, top enclosure, rear panel, and the bottom enclosure. A dust like contaminate with evidence of liquid spots with potential mineral deposits on the blower motor and the blower box. The device was returned missing the accessory module and sd cover flip doors, sd card, and the philips pollen filter. A keratin-like substance was observed on the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and could not confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to address the symptoms specified. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.